Event description:
N/a.

Manufacturer narrative:
Additional information: e3 - (initially it is submitted as "other healthcare professional") a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Fse done cleaning of electrical contacts and connections on inverter pcb and video recorder pcb boards. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units monitor is not working. There was no patient involvement.